Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 500 mg/dl on (B)(6) 2015. The drive support cap is recessed. The customer declined to check for site or set issues and the settings. The customer changed the set and treated with the insulin pump and his blood glucose came down within 2 hours. Mother also reported that the insulin pump alarmed motor error on (B)(6) 2015 and (B)(6) 2015 and button error on 9/10/2015. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.